Manufacturer narrative:
The device was returned to olympus for evaluation, and it was found that the connecting tube has coating peeling (more than 1mm2). Based on historical data, possible causes due to some kind of stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the connecting tube has coating peeling (1mm2 or more). There was no patient involvement.